Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in an unknown endovascular treatment. It was reported that on follow-up, five weeks later that migration of the main body bifurcate stent was observed. No cause of the event has been reported. No additional clinical sequelae were reported and the patient is fine. This event has not been assessed by site or sponsor.

Manufacturer narrative:
Cause of the event can not be provided as per the physician. If information is provided in the future, a supplemental report will be issued.